Manufacturer narrative:
A ge service representative performed an on site investigation. The systems interface pcb assembly was evaluated and replaced and poor contacts on the camera were repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.